Event description:
The customer contacted stryker to report that their device won't power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker adjusted the device's battery pins as a precaution. Stryker further evaluated the customer's device and was no longer able to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.